Manufacturer narrative:
At the time of this investigation, no samples or lot numbers were provided to cardinal health. Therefore; without a lot number we were not able to review the device history record and without a sample we were not able to perform any type of investigation in order to determine a root cause for the issue reported. As with all reports of alleged defects we will continue to educate operators and will continue monitoring our customer complaints data base for this and any other issues reported of the same nature.

Event description:
Per the customer, they reportedly had a hot pack burst, which allegedly lead to a personal injury. No information regarding the actual incident or person was provided to cardinal health.